Event description:
The customer contacted physio-control to report that the display on their device intermittently went blank. Upon arrival at the customer site, physio-control was further advised by the customer that the device had actually powered off during patient use. The patient was only being monitored at the time of the event and there was no adverse patient outcome. No further details about the patient event or the patient were provided by the customer.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.